Event description:
Reporter indicated a vns physician was having intermittent communication issues with his programming system. Troubleshooting did not resolve the issue. Good faith attempts to obtain product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.